Event description:
The complainant reported in 2009, that during the unpacking of the device in preparation of performing a stenting procedure in the urinary duct of a patient, the proximal pigtail of a percuflex plus ureteral stent was bent. The clinicians then obtained another of the same device and successfully completed the patient procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". Upon the receipt of the device based upon the device eval, which found that "this stent is not bent, but torn. The proximal pigtail is attached to the rest of the stent by a very small piece of extrusion." This medwatch report was initiated upon the inspection of the returned device, at which time, it was determined that the reported malfunction is a reportable event, as the device was found to be torn, not bent and that the proximal pigtail is attached to the rest of the stent by a very small piece of extrusion.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot/batch number. The device was received with no residue present. A visual eval found that the proximal end of the stent was almost completely torn off. Tears were present in two locations of the stent, both were jagged and angled. A second suture impression was found at the proximal end of the stent. According to the investigator, the condition of the returned unit was not consistent with the complaint incident. The suture was not returned with the device indicating that the device had been handled. Per the event description, the damage was found upon removal from the package. The most probable root cause therefore, has been determined to be handling damage.